Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed missing or illegible print on the unit label. The reported issue was confirmed as the photographs observed displayed that the packages contained missing or illegible print on the unit label. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the packaging for the bd insyte autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) print was illegiable. The following information was provided by the initial reporter, translated from japanese to english: the printing of lot# is too light to read.

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the packaging for the bd insyte autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) print was illegible. The following information was provided by the initial reporter, translated from (B)(6) to english: the printing of lot# is too light to read.